Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a routine generator change out, the right ventricular lead could not be removed from the pulse generator due to a stripped setscrew. The device was explanted and replaced.